Event description:
It was reported that the biliary stent was allegedly unable to deploy. Reportedly, the health care provider noticed a fragility on the catheter system. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing related cause was considered, therefore, the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. This is the only complaint reported for this lot number to date. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the stent could not be deployed. The delivery system was found fully activated by trigger use but, the outer sheath was found fractured which made a successfully deployment impossible. The stent was returned as a separate piece in released and expanded state; it was assumed that it was released manually after the event. Therefore, based on the available information the investigation was confirmed. However, based on the available information a definite root cause could not be determined. Labeling review: in reviewing the applicable IFU for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: 'visually inspect the bard e-luminexx biliary stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.', 'the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter.', and 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit. The investigation confirmed the event is no longer reportable; therefore, this event is now being reported as a non reportable event. The catalog number identified in section d4 has not been cleared in the us, but is similar to the bard e-luminexx products that are cleared in the us. The 510 k number and pro code for the bard e-luminexx products are identified in d2 and g5. H11: b5, d4, d10, h3, h6 (device code + description2), (eval code & desc - conclusion1), eval code & desc - method 2), (eval code & desc - method 4), (eval code & desc - results 1), eval code & desc - conclusion2).

Event description:
It was reported that the biliary stent was allegedly unable to deploy or self expand. Reportedly, the health care provider noticed a fragility on the catheter system. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing related cause was considered, therefore, the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. This is the only complaint reported for this lot number to date. Investigation summary: as part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case no sample and no images were provided for evaluation. Therefore the reported failure could not be reproduced and the investigation was closed with inconclusive results. Based on the available information and as no sample was returned for evaluation, a definite root cause could not be determined. Labeling review: in reviewing the applicable IFU for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: 'visually inspect the bard e-luminexx biliary stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.', 'the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter.', and 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit.' The catalog number identified has not been cleared in the us, but is similar to the bard e-luminexx products that are cleared in the us. The 510 k number and pro code for the bard e-luminexx products are identified.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the bard e-luminexx products that are cleared in the us. The 510 k number and pro code for the bard e-luminexx products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the biliary stent was allegedly unable to deploy or self expand. Reportedly, the health care provider noticed a fragility on the catheter system. There was no reported patient injury.